Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, the device was found to be in backup vvi. The patient experienced some palpitations and presented in clinic. The device was restored back to previous settings. The patient was stable.